Event description:
Dealer is stating that the sieve beds are leaking materials and power switch alarm is not working.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.